Event description:
It was reported that a patient underwent a gynecological procedure on unk date. During the procedure, the motor drive unit would stop turning the handpiece blade intermittently. Also, the end of the disposable handpiece would not stay connected to the motor drive unit. The case was completed using the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 11/09/2007. Conclusion - the unit was tested under torque stall conditions with no failure of the motor drive unit. The cpc connector is in alignment and holds the disposable securely when snapped into place. The reported symptoms could not be duplicated.